Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
The following was identified in review of journal article: long-term quality of life and outcomes following robotic assisted tapp inguinal hernia repair. Source: (journal article: j robotic surg. (2018) 12:261-269): twenty months post robotic bilateral scrotal hernia repair with bard 3dmax mesh, the patient presented with minor right groin pain and discomfort during activity. "His physical examination revealed a small recurrent right inguinal hernia which was then repaired with open approach with no long term complication."